Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powered on with discolored lines on the display screen. Testing for the reported power issue could not be adequately completed because the pump would not hold prime. Unrelated to the power complaint, evaluation revealed the following: the bolus button was missing; the battery compartment was cracked and a battery compartment leak was observed; there was visible moisture in the display, and evidence of corrosion on internal parts of the pump; the force sensor was found to be out of calibration.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The patient did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a no power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.